Event description:
Patient came to hospital for outpatient endoscopic ultrasound procedure in gi/endoscopy. When obtaining a sample with fine needle aspiration (fna) biopsy needle, the stylette would not go back into device. Flushing was attempted without success. Another needle had to be opened and fna done again. Manufacturer response for biopsy needle system, sharkcore find needle biopsy system (per site reporter). On [date redacted] the leader of the department gave device information to supply management and asked them to contact vendor to report issue and see if other needles have had the same issue.